Event description:
Reporter alleged high blood glucose reading of 422 mg/dl so customer took 21 units of insulin as a result, however felt low. Customer stated eating something afterwards and felt better. Customer indicated the test strip vial use-by date was missing. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.